Event description:
Reportedly, the staples were not formed. Doctor had to use the ta90 to over staple the unformed lined. Delay time in surgery 30 minutes. Patient is doing fine. Sex: male. Procedure: unknown.